Manufacturer narrative:
The immucor laboratory tested retention product on 04aug2017, which performed as expected. The immucor laboratory also tested a returned blood sample from the customer site, on 09aug2017, which yielded an equivocal outcome. Immucor technical support used a remote electronic connection method on 02aug2017 to assess the instrument test well images in question, which appeared visually negative.

Event description:
On (B)(6) 2017, an immucor employee visiting a customer site reported, on behalf of the customer, an unexpectedly negative antibody screen when tested on a galileo neo instrument.